Event description:
Home health nurse (B)(6) reported that the curlin pump received on (B)(6) 2024 was damaged upon delivery. Nurse stated that the batteries were difficult to put into the pump, the battery door was broken, ard the screen was very dark. Pharmacist approved shipment of a replacement curlin pump and for the potentially damaged pump to be returned. No issues with patient's current infusion as nurse is still able to use the pump today. No adverse events or missed doses reported. Pump available for return. No further information. Reported to cvs/caremark by health professional.